Event description:
It was reported that left hip revision surgery was performed. CT scans showed area of osteolysis around the acetabular component and an MRI was positive for synovial expansion of the pseudocapsule and decompression of synovial fluid into the subiliacus and iliopsoas bursae. Patient was reportedly experiencing moderate to severe pain that was making ambulation difficult / impossible.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head and modular sleeve were removed. The bhr cup and synergy stem were retained. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels, the brownish fluid, the trunnionosis and other findings, may be consistent with a reaction to metal debris and alval (aseptic, lymphocyte-dominated vasculitis associated lesion) . However, the source and the root cause cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.